Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was fitting loosely on the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, insulin therapy was unaffected and the customer declined further troubleshooting with tandem technical support.